Manufacturer narrative:
Complaint history records were not reviewed as a valid lot number was not provided and could not be obtained. Manufacturing history records were not reviewed as a valid lot number was not provided and could not be obtained. Visual, dimensional, material analysis and functional analysis could not be performed as the device was not returned. There is not enough information provided to determine a root cause. It was reported that a different manufacturer's screw was used with the reported xia rod which is advised against in the IFU. The IFU states "because different manufacturers employ different materials, varying tolerances and manufacturing specifications, and differing design parameters, components of the system should not be used in conjunction with components from any other manufacturer¿s spinal system. Any such use will negate the responsibility of stryker spine for the performance of the resulting mixed component implant."

Event description:
It was reported the patient presented with severe pain and underwent revision surgery to replace a broken rod.

Event description:
It was reported the patient presented with severe pain and underwent revision surgery to replace a broken rod.